Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the station had bad nic card. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had experienced issue with network interface card (nic). A field service engineer (fse) identified that the station was not appearing on the network due to an inactive port. The station was moved to a known active hospital network port, and it came online. The issue was escalated to cubex technical support, was able to remotely access and synchronize the station. The hospital information technology department would fix the network ports b25 and b26 and return the station to its original port. Cubex technical support successfully completed the remote synchronization. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the station had bad nic card. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.